Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from underneath the right hand side of the access 2 immunoassay system. The leaking liquid can potentially contain not only wash buffer but patient sample waste, oc material and other substances that are considered bio-hazardous and/or chemical in nature. The customer was able to clean up the fluid using the proper personal protective equipment (ppe). There was no report of exposure or injury to the user. The customer did not seek or need medical attention.

Manufacturer narrative:
Per the cf, the customer obtained vacuum under limit errors in the event log. A customer technical support (cts) had the customer perform a vacuum system test which subsequently failed to reach the proper pressure. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the vacuum pump was not reaching the proper pressure thus causing the wash tower to overflow. The fse replaced the vacuum pump. All repairs were verified per the established procedures and all results met the published performance specifications. Hardware is the root cause of this event. (B)(4).